Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a sacroiliac and thoracolumbar procedure. It was reported that intra-operatively, a manufacturer representative noticed that multiple instruments that were being tracked had intermittent tracking. It was noted that they were going between green and red status. The representative moved the camera closer and the flickering still occurred. Once the patient reference frame was in the middle of the camera view, it stopped flickering. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up with the manufacturer representative (rep) determined that the cause of the issue was not determined and the issue could not be replicated during system checkout.